Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 010000865, g7 neutral e1 liner 40mmg, lot#:6279163; catalog#: 00877504002, bioloxâ® delta, ceramic femoral head, lot#:2935333; catalog#: 00771301300, modular femoral stem, lot#:64025721; catalog#: 00784802201, modular neck bb 12/14 neck taper, lot#:63988737. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03862.

Event description:
It was reported patient underwent a revision procedure approximately 11 months post-implantation due to pain and squeaking. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI#: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.